Manufacturer narrative:
A visual and tactile examination of the returned passport balloon dilatation catheter determined that a kink was located 2 mm proximal to the proximal edge of the proximal markerband. A microscopic examination of the wire tip revealed the tip to be stretched and bent. No other defects were noted with the device. The most probable root cause for this failure was determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over (B)(6).according to the complainant, during the procedure, the tip of the device bent while being fed through the ureteroscope. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the tip of the device bent while being fed through the ureteroscope. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4)